Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), a wire had become dislodged from the electrode pad. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1218058-2016-00145 for a similar event reported from the same customer.

Manufacturer narrative:
The event electrodes were returned for evaluation and the customer's report was not replicated or confirmed. A thorough evaluation of the electrodes was performed and no assembly or performance issues were found. The returned electrodes in question were functionally tested and passed all zoll specifications successfully. Additionally, a retained sample of electrodes went through a thorough evaluation and there were no discrepancies with the retained sample electrodes. The electrodes were scrapped and the customer received a replacement set of electrode pads. The investigation was closed as unsubstantiated. No trend is associated with reports of this type.